Event description:
Caller reported the top button on the pump does not work. Caller stated the soft components have completely fallen off of the top button and the ground metal plate is exposed. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.